Event description:
It was reported that a cartridge alarm occurred during the load process, and the customer did not wait for the prompt to remove the used cartridge. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the proper cartridge removal process. The pump was confirmed to be under warranty, and a replacement pump with updated software was sent to the customer. The customer was advised to return the malfunctioning pump to tandem within ten days to avoid charges, and instructions were provided for programming the replacement pump and connecting it to the continuous glucose monitor. The customer acknowledged all instructions and indicated understanding. Customer reverted to an alternative method of insulin therapy.